Event description:
Our MDR - this lead displayed high threshold leading to the early eri of pacemaker. Threshold at implant: 0.4v and 1279 ohm. Threshold in (B)(6) 2012: 2.2v 1msec and 476 ohm. Output programmed: 4v 1sec leading to eri in 4 months. The lead remains implanted. Revision is scheduled.

Manufacturer narrative:
Ous MDR - the device wa not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.